Manufacturer narrative:
Additional procodes: erl, hbe device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, two (2) drill bits broke during a mandibular osteosynthesis procedure. One of the fragments was recovered by hand, the other fragment was removed with suction. It was unknown if there were surgical delay. There was no patient consequence reported. This report is for a 1.5mm drill bit/mini qc with 12mm stop/44.5mm. This is report 1 of 2 for (B)(4).